Event description:
The plaintiff's attorney alleged that on or about (B)(6), 2010, the decedent experienced low blood pressure, nausea and vomiting during use of the product. On or about (B)(6), 2010, decedent experienced low blood pressure during use of the product and afterwards began to experience illness including diarrhea. On or about (B)(6), 2010 decedent was experiencing severe diarrhea and did not attend her dialysis treatment. On or about (B)(6), 2010 decedent presented to the emergency room with vomiting and stomach pain. On or about (B)(6), 2010 decedent returned to the hospital via ambulance with shortness of breath, weakness, nausea and vomiting as well as chest pain and subsequently expired.

Manufacturer narrative:
This is one event (hypotension of five events reported for the same pt involving three separate products; associated mdrs #1225714-2014-00521, 00522, 00523, 00524, 00525, 00526, 00527, 00528, 00529, 00530, 1713747-2014-00076, 00077.